Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 19) occurred with multiple cartridges during the load process. Customer's blood glucose level was 90 mg/dl. Customer had manual injections as an alternate insulin therapy.